Event description:
The rptr did back to back (rapid succession) blood glucose tests, using different finger sticks. Results were 97, 127 and 150 mg/dl. Rptr did not have any symptoms. On f/u, the rptr confirmed the above info. Rptr had trouble getting enough blood from the thumb and index finger. No harm was alleged.